Event description:
Event description boston scientific received information that during a device replacement procedure, the ventricular lead was stuck in the header and the pin separated from the lead. The seal plug was removed from the set screw and a non-torquing wrench was used however, the lead could not be feed. The lead was cut, capped and abandoned surgically. Upon explant the header was discolored possibly from fluid in the header. A new ventricular lead was implanted with a new device. The device was returned for analysis.